Manufacturer narrative:
H3: product analysis: part # c05b, lot # 230259532. Visual inspection confirmed the cement polymer has hardened in the vial. The vial may have a crack in it or the vial was exposed to uncontrolled temperature changes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G4 PMA/510(k)#: the reported product c05b is not marketed in us but a similar product with product ID: cx01a, UDI: (B)(4) with 510(k) # k102397 is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding an event which occurred prior to use. It was reported that during stock audit it was found that the cement mixing liquid was frozen despite keeping the cement under 25 deg c. There was no patient involvement reported.